Event description:
Device 1 of 2, MFR report # 1627487-2018-01418.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2, MFR report # 1627487-2018-01418. It was reported that patient was unable to increase the amplitude. Multiple reprogramming attempts were unable to solve the issue. X-rays confirmed the lead migration. Trouble shooting determined high impedance issue on leads. As a result, patient had a lead revision surgery on (B)(6) 2018. Patient was implanted with a new penta lead and proclaim ipg. Issue has been resolved.